Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 126 ohms. Boston scientific technical services confirmed that the shock impedance measurement had been steadily increasing and recommended further troubleshooting. No adverse patient effects were reported. This device remains in-service.